Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his child's insulin pump keypad buttons are not responsive and the numbers are scrolling. Customer does not recall any significant events leading to the error, except that it happened during a bolus attempt. Child's blood glucose was 383 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.